Event description:
Customer¿s bg was ¿about 380 mg/dl¿ and noticed the cannula was out of his skin. The pod was worn for 8 hours and then removed. Device was returned for evaluation.

Manufacturer narrative:
The product was returned for evaluation and found to be functioning as intended. No malfunction or product defect found that would have contributed to the customer¿s rising blood glucose levels. A dislodged cannula would likely result in interrupted insulin delivery and may lead to increased blood glucose. The lab evaluation, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. The omnipod¿s user guide warns to ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result.¿ the lot was reviewed and determined to have met all acceptance criteria.